Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6b, g2, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ breast pain: unable to observe since it is not related to the device. As per the investigation procedure particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted.

Manufacturer narrative:
Continued: e.1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.